Event description:
It was reported that the pt returned to the doctor approximately 3 months following a cystocele repair. Upon examination, the doctor could visualize wound dehiscence at the suture line. The pt was taken to surgery and a bovie instrument was used to remove the implant. The cystocele repair has completely healed and no further problems have been reported.